Event description:
I was using the amo moisture plus contact solution and I developed a serious eye infection. I have been on antibiotics for two weeks and steroids for three. I am supposed to continue to use these until I go back to my dr. My prescription for my eyes is significantly worse. I suffered a point where I could not see out of one of my eyes before I could go to the dr. I have had to miss school and work for my appointments. I followed the directions on the bottle very carefully and I rubbed my lenses as well. Once I realized something was wrong with the way my contacts felt. I bought the new rub solution by amo and this just amplified the results. Also, I have had a fever for the past three weeks, probably because the infection is so bad. After my eye infection, I had to use zylet for two weeks and lotemax until december. Dates of use: 2005 - 2007. Diagnosis or reason for use: to clean my contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.